Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
01/11/2019 10:30 am: additional information provided. The lot complaint history was reviewed, this is the fourth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The customer reported air in the infusion tubing lines which produced some bubbles in the eye. The wet returned sample was visually inspected and the cassette was damaged in returned condition. The identification (ID) tab on the back of the pinch plate was broken off. This damage resulted in the console unable to recognize the cassette, as such, a cassette from lab stock was used to continue functional testing. Without the cassette, a full evaluation was unable to be performed. The tubing manifolds were inspected and the probe tip was bent as it was returned without the probe tip guard-cap. No other defects were observed. The lab stock cassette was tested on a calibrated console with the customer returned manifolds. The sample could prime, and pass intraocular pressure (iop) calibration successfully. The probe manifold was tested and the value of 650mmhg extrusion, and 120mmhg proportional reflux displayed on the progress bar. 1 cut rate was able to be performed on the probe manifold. The fluid/air exchange manifold was then tested, with the infusion control on, fluid flowed from the cassette continuously without generating air/bubbles to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line and was found to be conforming. No message code was generated during testing. No anomalies or bubbles were observed during laboratory testing. There is no indication after functional evaluation the tubing manifolds are associated with the customer experience. While no bubbles or air was observed during laboratory testing of the returned tubing manifolds, a full evaluation (functional testing) of the suspect cassette could not be performed. The cassette was damaged in returned condition and therefore the root cause of the customer's event could not be conclusively determined. After an investigation of this complaint, it has been determined that no action will be pursued at this time as the root cause could not be determined conclusively. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer reported air was being pulled through the infusion tubing lines and there were bubbles in the eye which were affecting his view through the cornea. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported air was being pulled through the infusion and bubbles in the eye were affecting his view through the cornea during a pars plana vitrectomy of the left eye. The product was replaced with another and the procedure was completed with new harm to the patient. Additional information was requested; however, none has been received to date.